Event description:
Lap sigmoid resection procedure; cs29 used for anastomosis. Firing went fine; when anastomosis verified, discovered a leak, resulting in pt being diverted by a temporary colostomy. Md indicated he did not believe leak was caused by device, nevertheless it was sent for eval.